Manufacturer narrative:
Image review: c5-7 anterior cervical discectomy and fusion (acdf) intra-op and post-op images were provided. These shows satisfactory placement of hardware.no evidence of hardware breakage or failure present. Root cause: indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior cervical discectomy and fusion (acdf) it was reported that on (B)(6) 2013 the patient underwent surgical treatment in the form of removal of artificial disk at c5-c6 and anterior cervical discectomy and fusion at c6-c7 and at c5-c6 with 45 mm cervical plate with 6 holes. At c5-6, a 6 x 15 x 13 mm peek spacer, at c6-7 a 7 x 13 x 13 mm peek spacer. Five 4.0*14 mm variable angle self drilling screws and one 45 mm*15 mm variable-angle self drilling screw. A 1 ml of paste for bone graft. Intra-op findings, anterior osteophytes overgrown over the anterior aspect of the c5-6 artificial disc. Motion present at c5-6 level. Large anterior osteophyte. Mild foraminal bilaterally at c6-7. No patient complications were reported. On an unknown date, post-op, the hardware failed in the form of loose and/or broken screws at the surgery site. The patient continued to suffer from severe pain, suffering and injury. The patient further developed pain to his esophagus resulting in swallowing problems. The patient underwent revision anterior cervical discectomy and fusion (acdf) on (B)(6) 2014. Hardware's defect was a substantial factor in causing the locking mechanism to fail, and a substantial factor in causing one of the screws to back out, causing the need for revision surgery and permanent esophageal damage.

Manufacturer narrative:
(B)(4) (revision surgery), (B)(4) (chest pain), (B)(4) (neuropathy), (B)(4) (neck pain), (B)(4) (neck stiffness), (B)(4) (stenosis). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2013: patient presented with hypertension, seasonal allergies. On (B)(6) 2013: patient presented for a recheck of cervical spine. Assessment: status post cervical spinal fusion (B)(6) 2014: patient presented for a follow up visit due to increase in pain post removal of the anterior cervical disc replacement at c5-6 followed by fusion at c5-6, discectomy and fusion at c6-7. He was doing well until about two to three weeks ago when he bumped his head while trying to walk under a fifth wheel as he was pushing a wheel barrow with firewood. He felt a sharp pain in the neck and cervicothoracic region. Assessment: cervical pain; cervical radiculitis; pain in thoracic spine. Impression: there is recent exacerbation of neck pain following blunt trauma to the head. Radiographs do show backing out of the screws at c5, which may be contributing to the pain. On (B)(6) 2014: patient complained of mechanical axial neck pain with arm radiculopathies, left worse than right, in particular, pain along the right side to the sternum which shoots right to the back in the thoracic spine as well as radiates around underneath the armpit. Recently, he was told the hardware failed and that one of the screws had pulled out anteriorly. Of note, that particular screw is also half within the disc space itself and, therefore, had a decreased amount of bony purchase. Patient has had progressive pain in the neck over time. He also has significant dysphagia and swallowing problems but his major complaint is also severe pain to the right side of the sternum. Patient¿s MRI scan of cervical spine revealed there was also an anterior cervical plate with the upper screws in the c5 body have pulled back several millimeters. This also shows the affected screw to be half way into the disc space. There was good ap alignment. The plate itself has not backed off of the surface of the vertebra. The neural foramen appeared to be intact at least on the cat scan. Diagnosis: hardware failure with screw pullout; dysphagia; right-sided chest pain, sternal pain, which may either, be reflux from his swallowing issues, cardiac in nature or potentially from the screw failure. On (B)(6) 2014: patient complained of continues to experience pain and discomfort in his neck and upper extremities. Diagnosis: hardware failure with screw pullout; dysphagia; right-sided chest pain, sternal pain, which may either, be reflux from his swallowing issues, cardiac in nature or potentially from the screw failure. On (B)(6) 2014: patient underwent x-ray of chest pre-op. Impression: no evidence of active cardiopulmonary disease. On (B)(6) 2014: patient presented with following pre-op diagnoses: pseudoarthrosis at c5-c6 and c6-c7; hardware failure with a screw pulls out at c5; severe mechanical axial neck pain and arm radiculopathies; facet joint arthropathy with bone and nerve compression. For which, patient underwent following procedures: revision anterior cervical diskectomy and fusion c5-c6 and c6-c7; removal of prior failed hardware; placement of anterior cervical instrumentation c5-c6 and c6-c7; bilateral resection of the vertebral joint with full neurolysis under the operative microscope; utilization of platelet-rich plasma (osteopromotive material) along within the wound for wound healing and antibiotic prophylaxis; utilization of platelet-poor plasma with vancomycin and gentamycin along the incision for wound healing and antibiotic prophylaxis; utilization of operative microscope; utilization of intraoperative nerve root and spinal cord monitoring; utilization of intraoperative fluoroscope and interpretation. Per op notes, peek cage was removed by partial destruction with drilling. Patient tolerated the procedure well without any intraoperative complications. The patient underwent revision anterior cervical discectomy and fusion (acdf). Hardware's defect was a substantial factor in causing the locking mechanism to fail, and a substantial factor in causing one of the screws to back out, causing the need for revision surgery and permanent esophageal damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.